Event description:
It was reported that the device will not end the atrial flutter episode and has exhausted all therapies for the episode. The physician wants to treat the atrial flutter. Tried turning off therapies, and changed several parameters. The patient was asymptomatic. The device mode was changed to vvi and then to ddd. Sensitivity was changed to 2.1mv so the undersensing of atrial activity could end the episode, but that was unsuccessful also. It was further reported that on that same day the physician performed non-invasive program stimulation tests through the device, and the atrial flutter continued. The patient was externally cardioverted three weeks later and the patient was reported to be doing fine. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device will not end the atrial flutter episode and has exhausted all therapies for the episode. The physician wants to treat the atrial flutter. Tried turning off therapies, and changed several parameters. The patient was asymptomatic. The device mode was changed to vvi and then to ddd. Sensitivity was changed to 2.1mv so the undersensing of atrial activity could end the episode, but that was unsuccessful also. It was further reported that on that same day, the physician performed non-invasive program stimulation tests through the device, and the atrial flutter continued. The patient was externally cardioverted three weeks later and the patient was reported to be doing fine. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
It was further reported that the patient was admitted to the hospital with atrial fibrillation, shortness of breath, and heart rates in the 30s. The device had been at eri (elective replacement indicator) for three to five months, and now there was no output and no telemetry. The device was explanted and replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.